Event description:
It was reported the patient had his artificial urinary sphincter removed due to fluid loss . A new artificial urinary sphincter consisting of a 6.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information received indicated the patient experienced incontinence again. The physician saw less fluid in the artificial urinary sphincter during diagnosis (filling medium was contrast media). The cuff had a crack/rip/material break causing the fluid loss.

Event description:
It was reported the patient had his artificial urinary sphincter removed due to fluid loss . A new artificial urinary sphincter consisting of a 6.0 cm cuff, pump, and balloon were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.